Event description:
A male undergoing abdominal aortic aneurysm repair with the assistance of an intravascular ultrasound device -"ivus"- under general anesthesia. The ivus catheter was placed via the left groin. The catheter became hung up on a piece of calcified plaque on the lateral side of the common iliac artery. With continued manipulation in an attempt to free the catheter, the tip of the ivus device separated from the catheter. Ultimately, the tip was able to be removed from the patient using a snare. No surgical intervention was required. The tip was never free floating in the circulatory system. As a result of this event, the patient experienced prolonged anesthesia time. Total fluoro time was 1 hour and 11 minutes 55 seconds. The repair was successful. As of this report, the patient continues to recuperate in the hospital. Dates of use: 2008. Diagnosis or reason for use: aaa.